Event description:
As reported by our edwards lifesciences japan associate, aortic stenosis with heart failure was observed, approximately 4 years and 9 months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve. The patient was diagnosed with low-flow, low-gradient aortic stenosis (lflg as) with low cardiac function and depended on dobutamine. A tav-in-tav procedure was scheduled to be performed.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following receipt of additional information after valve-in-valve procedure. Sections b5 and h6: device have been corrected.

Event description:
As reported by our edwards lifesciences japan associate, aortic stenosis with heart failure was observed, approximately 4 years and 9 months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve. The patient was diagnosed low-flow low-gradient aortic stenosis (lflg as) with low cardiac function and depended on dobutamine. A tav in tav was performed. The patient was hospitalized for two months due to heart failure. Calcification structural valve deterioration (svd) was observed with the symptom of heart failure.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapien 3 valve has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. In this case, structural valve degeneration involving calcification, leading to congestive heart failure and device replacement was not confirmed, as no medical record was provided. While a definitive root cause is unable to be determined, due to limited information provided, it may be related to one or more of the factors listed above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.